Manufacturer narrative:
No solution documented. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the flex arm moved out of boundary, requiring manual boot on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.